Event description:
The patient was revised due to dislocation, patient had fallen. It was noted that the head remained on the stem but the bipolar did not. The stem was also undersized. The patient then dislocated a second time.